Event description:
The customer reported that after the first image the system locks up and gets an error message. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed the service call. The system was tested and found to be working as intended and put back into service.